Manufacturer narrative:
Manufacturer's investigation findings: a correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jan2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook, rev. C are currently available. The heartmate 3 lvas instructions for use (IFU) lists bleeding, neurologic dysfunction, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 1, ¿introduction,¿ lists bleeding, neurologic dysfunction, stroke, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications, in the event that there is a risk of bleeding. This section also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with altered mental state and no reports of head trauma. The computed tomography (CT) showed bilateral holohemispheric subdural hematomas and the patient was taken to the operating room for craniotomy for evacuation of hematomas. The patient's international normalized ratio (inr) on admission was 1.7. The patient was successfully discharged to an inpatient rehab facility with no deficits from the stroke other than generalized weakness. On (B)(6) 2021, the patient again developed altered mental status while at rehab and the was transferred back to the implanting center. A repeat CT showed worsening acute on chronic subdural hematoma with left to right midline shift. The patient's inr was 2.1. On (B)(6) 2021 the patient was taken back for reopening of the right craniotomy for evacuation of mixed density hematoma and left craniotomy for evacuation of mixed density subdural hematoma. All attempts at weaning sedation were unsuccessful and resulted in seizures. The family ultimately decided to withdraw care on (B)(6) 2021 and the patient passed away.